Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cut on the cable, involving an olympus rigid video laparoscope. It occurred during a diagnostic laparoscopic cholecystectomy and was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 104, the fiber bonding in the outer tube area at the distal end was damaged, with broken charged coupled device unit and broken outer tube thermistor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section is cut. Additionally, the outer tube (thermistor) was broken and therefore error 104 occurred, and the charged coupled device unit ws broken and therefore the dielectric strength was inadequate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: since the video cable sheath was cut and the camera was submerged in the pre disinfectant solution, the entire circuit has been damaged by oxidation.